Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator unit was not recording volumes. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation.the event trace was downloaded and being reviewed.the unit is placed on extended tests using customer settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.